Event description:
Device malfunction: none. Time of malfunction: during the procedure. Symptoms / ae: stroke. It was reported that during a left internal carotid artery stenting procedure, the patient experienced a stroke. The symptoms included no movement of right arm, bilateral leg weakness and some slurring of speech. A CT done on the day of the procedure was negative as were subsequent CT scans. Physical and occupational therapy were started. Nine days postprocedure, the patient was discharged to a rehabilitation center, with status improving. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use. There was no device malfunction reported. The device lot history record was reviewed, and there are no non-conformities associated with this lot number.